Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Event description:
It was reported that the physician decided to prophylactically replace the right ventricular lead. It was further noted that the lead was having sensing difficulties. The lead was explanted and replaced. No patient complications have been reported as a result of this event.